Manufacturer narrative:
Patient information was also requested. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the staff found the patient deceased on the floor with the respirator on, which had not triggered an alarm. The mask was disconnected from the patient and the respirator did not sound the alarm and it was working. The customer reported patient expired.

Manufacturer narrative:
The manufacturers field service engineer was dispatched to the hospital to evaluate and complete performance testing on the device, and found the device performed to specifications. The diagnostic history report was downloaded and indicated there were several patient disconnect reference failures logged in the report on (B)(6) 2016. The manufacturer¿s field service engineer was unable to confirm the reported issue that the device failed to alarm when the event occurred. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The patient information was not provided.